Event description:
I noticed a crack in the battery compartment of my medtronic 770g insulin pump. The crack was in exactly the same place as the last pump I had a few months ago. Medtronic has always sent a replacement quickly, but this should not keep happening. I'm on my third pump in two years. Reference report: mw5117240.